Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead exhibited damage during the implant procedure due to the abnormality of the patients heart structure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.